Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to use their current pump as backup therapy while a replacement pump was sent. The replacement would include updated software, and instructions were provided for returning the problematic pump to the company. The customer understood and acknowledged all instructions and arrangements made for the replacement.